Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the re-operation was completed successfully on (B)(6) 2020.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the patient underwent an initial surgery for right supracondylar humerus fracture and was implanted with variable angle-distal humerus plate (va-dhp) system. After the surgery, it was confirmed that one (1) screw had been cut out and another screw might be broken. Re-surgery is planned to replace the va-dhp implants with non-j&j implants. No further information is available. Concomitant devices reported: plate (part # unknown, lot # unknown, quantity 1); screws (part #unknown, lot # unknown, quantity unknown). This report is for one (1) unknown migrated screw. This is report 2 of 2 for complaint (B)(4).